Event description:
The customer reported to olympus, during an unspecified procedure, the distal attachment came off of the endoscope. The surgeon uses the distal ringed attachment since it fits on the tip of the endoscope and helps him to advance the scope during the procedures. At the end of this procedure, the technician identified the attachment was missing. The surgeon re-entered the egd scope to search for the attachment but it was unsuccessful. The attachment was not located inside the patient and it was not located on the floor or in the patient's bed. The surgeon reported if the attachment was left inside the patient, it was very risk risk and naturally pass through the patient. It was reported the patient did not suffer any harm. The facility completed an incident report. This event includes 2 reports: (B)(6): gif-h190, serial (B)(4). (B)(6): d-201-11804, lot 25k. This report is 2 of 2 for (B)(6): d-201-11804, lot 25k.